Event description:
It was reported that the pt contracted meningitis. There were no previous episodes reported by the family or documented. At this time, it is not known what caused the meningitis. Pt had been implanted with his cochlear implant on (B)(6) 2010. Pt had malformations of the ears and due to csf leak, his ear was 'obliterated' and eustachian tubes closed. On (B)(6) 2010, the mother reported the pt as being sick for a month. Pt had been seen at the ER twice and each time diagnosis was flu. On (B)(6) 2010, pt fell and hit his head. At this time a CT scan was done and the mother was told his brain looked fine, with a continuing diagnosis that he probably had flu. On (B)(6), the pt was seen at the clinic. He had vomited several times on the way there. He was treated and given medication for nausea/vomiting. The following day, the symptoms continued, in the night he stopped breathing on the way to the ER.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.